Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(6).

Event description:
It was reported a cerebrospinal (csf) leak occurred post catheter implant and the patient received a blood patch on 2014 (B)(6). It was noted, there was no product issue. The patient experienced spinal headache a day after surgery and nausea. The patient¿s status at the time of this report was ¿alive-no injury.¿ it was further reported, the patient¿s headache was resolved after the blood patch. The pump was being used to deliver lioresal.

Manufacturer narrative:
Conclusion code: no longer applies.